Event description:
Revision surgery - patient lost significant deltoid function. Convert to hemi.

Manufacturer narrative:
The reason for this revision surgery was reported as loss of deltoid function. The previous surgery and the surgery detailed in this event occurred 1 year and 11 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was an ncmr#52057 associated with the main part # 508-32-204, rsp baseplate, 30mm, w/p2 coating, which documents that out of 50 parts lot, 1 part was rejected due to illegible lot number. Later the rejected part was reworked and accepted after proper justification. All other items in the lot were met with the design, fit and function requirements. Second, there was an ncmr (B)(4) associated with the same part which documents that out of 50 parts lot, all parts were rejected due to part having #24 grit blast surface instead of having #8 glass bead blast. Later the rejected parts were reworked and accepted after proper justification the devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this compliant was a revision surgery due to loss of deltoid function. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, prolonged overhead activities, inadequate soft tissue support, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.